Event description:
It was reported the patient's blood glucose rose to 400 mg/dl. The patient reported swelling at the insertion site while wearing the pod on the back for less than an hour. As treatment, an injection was administered and a new pod was applied.

Manufacturer narrative:
Investigation results found no damages or deficiencies that would cause the reported swelling at the infusion site. The exact cause of the reported event could not be determined. The exposed portion of the soft cannula was found to be stretched. The soft cannula length was measured to be above specification. It could not be determined when the cannula was damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.